Event description:
A report was received that the patient was uncomfortable with the location of the battery. The patient underwent a revision procedure wherein the battery was relocated. The patient was doing well postoperatively.